Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #unk, unknown zimmer shoulder poly liner, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to a shoulder dislocation which caused shoulder pain and swelling in his hand following a pop in his left shoulder.

Manufacturer narrative:
Other device used: catalog #00434901500, zimmer trabecular metal reverse shoulder baseplate, lot #62845062 -remains implanted. This report will be amended when our investigation is complete.

Manufacturer narrative:
Additional information received included product identification. Device history record shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event for the baseplate. Based on the information provided, the root cause remains the same.

Manufacturer narrative:
The tm reverse surgical technique states that "if unable to visually confirm an even, circumferential engagement of the glenosphere to the base plate, consider the use of a fluoroscope to aid in the confirmation. Seating of the glenosphere to the base plate can be examined in the axillary view or in a view parallel to glenoid version. The medial rim of the glenosphere should be parallel to the face of the base plate". It also states to "reconfirm uniform engagement between the base plate and glenosphere by using a small angled or 90 degree clamp to assess for malalignment gaps anterior to posterior, as well as inferior to superior." This is performed after impacting the glenosphere on the base plate. Review of the operative notes does not indicate these checks were performed. No devices or photos were received; therefore the condition of the components is unknown. The lot numbers of the product are unknown. These products were used for treatment. The part numbers have been confirmed to be an approved and compatible combination. A definitive root cause cannot be determined with the information provided.